Event description:
(B)(4). Same case as: 2134265-2012-06363, 2134265-2012-06364. Same patient as: 2134265-2012-06337, 2134265-2012-06338, 2134265-2012-06339, 2134265-2012-06326, 2134265-2012-06327. It was reported that post a coronary stenting treatment procedure, the patient experienced restenosis and thrombosis. In (B)(6) 2004, during the index, the lesion located in the right coronary artery (rca) was treated with the placement of three (3) unknown size express 2 stents. In (B)(6) 2010, the patient presented with progressive chest tightness radiating up to the throat and associated with nausea. The patient was diagnosed with unstable angina (braunwald classification ib) and cardiac catheterization as recommended. Coronary angiography revealed previously deployed express 2 stents in right coronary artery; 60-70% proximal in-stent restenosis and 98% subtotal stenosis with thrombus (possible stent thrombosis) within the previously deployed stents in mid segment of right coronary artery was noted. The in-stent restenosis and thrombus target lesion was extending from the proximal rca to mid rca. The lesion was 99% stenosed, 3.0mm in diameter and 60mm long. During the procedure, the rca was first crossed with a guide wire distally followed by attempts to predilate the lesion using a 2.0x20mm apex balloon; however, the balloon could not cross the lesion. The target lesion was first treated with rotational atherectomy followed by predilation and placement of a 2.75x38mm taxus liberte stent clear down to the area treated with rotablation, short of bifurcation distally. Another 3.0x32mm taxus liberte stent was deployed back to the ostium, overlapping the 2.75x38mm stent proximally. Post dilation was performed. Residual stenosis was 25%. The patient was discharged on aspirin and prasugrel.

Manufacturer narrative:
(B)(6). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).